Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter, and also reported transmitter was not blinking once removed from the charger. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger green led light is solid green for more than 15-20 seconds. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. Customer will discontinue to use the transmitter. Mmt-7841zn was requested and customer agreed to return the device. No product return is required for mmt-1884.

Manufacturer narrative:
Unit received and placed unit under microscope and found contamination (dried blood debris) inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of charging, led, and not communicating anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.